Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the initial surgery was on (B)(6) 2014. A revision took place on (B)(6) 2014 and the proposal augmentation suggested but negative reaction. Open reduction with reduction clamps. Better position of guiding pin, used longer blade, nail implanted. On the evening of (B)(6) 2014 the blade slid completely out of nail. They will implant nail with static locking. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that an evaluation of the function was performed with the result passed. It was possible to loose the screw from the pfna blade and to unlock the items, and it was also easily possible to connect the parts again. Also the outer diameter of the pfna- blade was measured with the result that the measure confirms to the required specification. The "investigation summary" is a translated conclusion from the attached document(s). The complaint is not confirmed, because the claimed failure was not replicable, the measures met the specifications and the function test was finished without deviations. Therefore the complaint is from manufacturing point of view rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.